Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. There was no report of report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Corrections have been made are as follows: box b: from product problem to both/other box h: from product problem to serious injury evaluation method code changed from b21 to b17. Evaluation results code changed from c21 to c20. Conclusion code changed from d16 to d15.